Event description:
On 30-jan-2025 it was reported that on (B)(6) 2025 the end-user experienced a hypoglycemic event with a blood glucose level of 29 mg/dl following a supply change. Emergency medical services were called and the end-user was treated with intravenous fluids at home. The end-user recovered.

Manufacturer narrative:
The end-user experienced severe hypoglycemia requiring emergency medical intervention and assistance from another individual. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported ems intervention and intravenous fluid administration. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data showed a large volume of insulin primed during the supply change process, and the onset of hypoglycemia occurred shortly thereafter, suggesting possible unintentional insulin delivery. The end-user¿s off-label use of the ilet while on dialysis may have increased susceptibility to hypoglycemia. Based on available information, the event was attributed to use-related factors and patient-specific conditions, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.